Event description:
The customer observed false nonreactive alinity I anti-hcv results on one patient. The results provided were: initial=0.85 s/co (< 1.00 s/co=nonreactive) /repeated due to the patient questioned the results=0.80 s/co. Repeated on roche=236 s/co (reactive) repeated original specimen on alinity=0.80 s/co /repeated on architect i1sr for troubleshooting purpose =0.63 s/co. Hcv rna pcr=negative there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and in-house testing of alinity I anti-hcv reagent lot number 69270be00. Review of tracking and trending for the alinity I anti-hcv assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 69270be00.return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. In-house testing of a retained reagent kit of the complaint lot was performed. All controls met specifications, and no false non-reactive results were obtained, indicating that the lot performs as expected. Testing included one commercially available seroconversion panel (zeptometrix hcv 9045). The seroconversion panel results were compared to architect hcv test results provided by zeptometrix, since the alinity I anti-hcv and architect anti-hcv assays are equivalent. The reagent lot 69270be00 detected the same bleeds as reactive with comparable s/co values for the seroconversion panels compared to the historical architect results. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I anti-hcv reagent lot number 69270be00.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive alinity I anti-hcv results on one patient. The results provided were: initial=0.85 s/co (< 1.00 s/co=nonreactive) /repeated due to the patient questioned the results=0.80 s/co. Repeated on roche=236 s/co (reactive) repeated original specimen on alinity=0.80 s/co /repeated on architect i1sr for troubleshooting purpose =0.63 s/co. Hcv rna pcr=negative there was no reported impact to patient management.